Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va13z03, implanted: (B)(6) 2016 product type: lead.

Event description:
Follow-up was received from the healthcare provider who reported that the magnetic resonance imaging (MRI) revealed hemosiderin at the right stimulator tip and at the stimulator entry over cortex and extends into the right cerebral peduncle. They stated that no surgical intervention was required and the patient was managed in an intensive care unit (ICU) until stable. They added that the patient was now rehabbing at home with lesion apparently controlling symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va13z03, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator lead for parkinson's dual and movement disorders. It was reported that an MRI was being performed due to a possible brain hemorrhage caused by the initial implant surgery. The manufacturer representative (rep) reported 2 days later that the patient experienced a head bleed. It is unknown if the MRI was performed or if the leads were capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.